Manufacturer narrative:
Patient weight not made available from the site. Return requested for suspect articulating arm. 02/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system articulating arm moved. They had just gone sterile and were now off. The site was using a lot of chlorophyll during preparation and the arm had been splashed. The articulating arm was not fully tightened and moved when the sterile reference frame was attached to the arm. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.